Event description:
Pump display showing need for infusion bag to be replaced. Volume in bag did not correlate with display volume remaining. Inspection of device showed top clamp closed, but no warning displayed for upstream occlusion. Device stopped and sequestered. Interrogation results not available at this time. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).